Event description:
It was reported that during a paroxysmal a-fib procedure, there was a severe noise on all bs ECG and ic channels on both carto and prucka recording systems when the lasso was connected to the eco adaptor into piu 20a. The physician was not able to interpret the recordings with the presence of the noise. A magnetic distortion on 20a error also appears on carto 3 system. An intermittent noise issue happened by connecting the lasso eco cable to the handle split prior to connecting the catheter to the cable, after this, the noise became severe. The noise happened at the beginning of the case. The physician changed the lasso nav eco cable and the noise was resolved. Also the error on carto 3 system disappeared. The case was completed without any further incident.

Manufacturer narrative:
Product investigation could not be conducted since it was not returned to bwi for analysis. DHR could not be performed since lot number was not provided by the customer. Concomitant product: carto 3 system us: catalog #: fg540000, serial #: (B)(4). (B)(4).